Event description:
Additional information: it was reported that a physician has been seeing ¿a string¿ of his pump patients with catheters coming out of the intrathecal space after one or two weeks of implant and with use of the butterfly anchor. The physician said it seemed like a bunch of them are slipping out of the intrathecal space, and the physician said the last three (patients). The reporter said the surgical technique was to bring the clasp together and then suture it down to the ligament; they suture ¿kind of above and below right where the clasp comes together.¿ a suture was put through the holes of the anchor and then another suture in the groove at the base of the anchor, but the reporter said that it was still coming undone. The reporter thought the catheter was sliding out of the anchor to her understanding.

Event description:
It was reported that the catheter was dislodged. The catheter migrated out of the intrathecal space. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)